Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The customer reported that the packaging was not closed. On-line 100% visual inspection carried out by operators will remove unsealed dressing on finding. It is possible that operator error caused the reported issue. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file does not contain further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. (B)(4).

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the cica-care, which was used on a (B)(6) child was faulty. Customer reported that the packaging was not closed.